Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4). No further report will be submitted under this mfg number: 2523835-2023-00286.

Event description:
A nurse reported that during the cataract surgery, ophthalmic irrigation or aspiration tip came off handpiece before unscrewing. Surgery was completed. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).